Event description:
While at the philips bench for another repair, the bench technician observed the ac module was emitting a buzzing noise. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.